Manufacturer narrative:
The customer alleges that there is a "the infuser bag did not maintain pressure" no other details were provided and no patient injury/harm reported. The customer did not return any product to be evaluated and no lot number was provided. The investigator could not confirm or dispute claim without inspecting actual affected product; but investigator can confirm problem through trending of previous complaints.

Event description:
The customer alleges that "the infuser bag did not maintain pressure. " no other details were provided and no patient injury/harm reported.